Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
On 2015-08-11, information was received from a consumer regarding a (B)(6) female patient who was receiving morphine and an unknown drug (concentrations and doses unknown) via an implantable pump for non-malignant pain, other chronic/intract pain (trunk/limbs), spinal stenosis and lumbar radiculopathy. In (B)(6) 2014, the patient stopped getting the pump filled because it was too expensive. The patient experienced withdrawal and was put on an opioid patch. The patient wanted the pump replaced and was looking for physician listings. If additional information becomes available, a follow-up report will be submitted.